Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age & weight not provided for reporting. The 510k: this report is for unknown screws: locking, lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during initial open reduction of internal fixation ankle procedure on (B)(6) 2018, unknown quantity of unknown 2.7 mm va locking screws were not locking in few of the distal holes in distal fibular plate. These holes in the plate were kept empty and procedure was completed successfully without any delay. Patient outcome is reported as stable. This complaint involves one devices this report is 1 of 1 for (B)(4).